Manufacturer narrative:
Literature citation: lee et al. Hallux valgus correction comparing percutaneous chevron/akin (peca) and open scarf/akin osteotomies. Foot & ankle international. 2017; 38: 838-846. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 2017 literature article from smith et al. Titled,"hallux valgus correction comparing percutaneous chevron/akin (peca) and open scarf/akin osteotomies" the authors report 6 screw removal operations due to screw prominence under the skin.